Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a 51 y/o male patient with history of sigmoid diverticulitis, colovesical fistula and colonic abscess underwent resection with a colocolonic anastomosis, colovesical takedown and loop ileostomy. Operative note provided indicates surgeon noted inflammatory process was mostly towards the anterior aspect toward the bladder, and he conducted a ¿tedious dissection¿ of abscess and adhesions to the anterior abdominal wall. The surgeon also noted an inflammatory mass in the rectosigmoid and rectal area, which was ¿surprising¿ to him. He used an ¿endo gia stapler¿ to transect the rectum until it was fully mobilized. A ¿29 anvil¿ was placed inside the proximal rectum, and the stapler was fired. The op note indicates that when the surgeon disengaged the anvil, he thought he ¿tore the proximal ring, which appeared to be not intact.¿ the distal ring was intact. An air leak test was performed, but no active air leakage was noted. Because of the location of the anastomosis as well as the un-prepped bowel and the risk of malignancy at this location, the surgeon decided to perform a protective loop ileostomy ¿that was previously discussed with the patient.¿ the patient tolerated the procedure well. The following day, patient underwent a colonoscopy due to rectal bleeding which noted ¿ulceration along the low anterior surgical resection site with evidence of recent bleeding and multiple areas within the anastomosis where bleeding may have originated.¿ however, no ¿current¿ bleeding was noted. Patient was admitted to ICU, but limited records are available at this time. The ileostomy was reversed approximately 7 weeks post op.

Manufacturer narrative:
(B)(4). Date sent: 03/09/2023.